Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that when the fully charged autopulse li-ion battery (sn (B)(4)) was inserted into the autopulse platform, the platform displayed "low battery" and "replace battery" message. No device malfunction was reported for the autopulse platform. Patient use information was requested but no additional information was provided, therefore patient use is unknown.